Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 08/09/2016 - pfs received. After review of the pfs for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Litigation alleges the patient has suffered from pain, discomfort, inflammation and large amounts of toxic cobalt chromium ions and particles to be released into the patient's blood, tissue and bone. Update 8/9/16- (B)(4) pfs and medical records received. There is no new additional information that would affect the existing MDR decision. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient has suffered from pain, discomfort, inflammation and large amounts of toxic cobalt chromium ions and particles to be released into the patient's blood, tissue and bone.